Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. In the or the lead revision revealed failure to capture. The lead was explanted and replaced. The patient is doing well.